Manufacturer narrative:
H3: product analysis of the patient interface found that confirmed issue regarding pi fault error. The unit was presented with software v1.6.4 and there was no fault with channel 4. The software was updated to v.1.7.5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot: unknown. H6: fdm b17, fdr c20 and img g02030 codes are applicable for concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface fault error detected and the channel 4 was not working. There was no patient impact.

Manufacturer narrative:
H6: fdc d16 code no longer applicable. H6: product ID: nim4cm01 ,console nim4cm01 nim 4.0 - fdc d16 code no longer applicable. H6: product ID: nim4cm01 ,console nim4cm01 nim 4.0 - fdc d20 code is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.